Manufacturer narrative:
(B)(4). Concomitant medical products - tm ankle tibial base size 5 catalog#:00450004500 lot#:0062279058n, talar component green size 5 right catalog#:00450002500 lot#:00077003657, prolong tibial insert sz 5 +0 catalog#:00450005500 lot#:00062208574, locking one-third tubular plate 7 holes 94 mm length catalog#:00493600703 lot#:00610632695, locking one-third tubular plate 7 holes 94 mm length catalog#:00493600703 lot#:00493600703. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient initially underwent an initial right total ankle with fibular osteotomy. Subsequently, approximately six (6) months post-implantation, it was discovered that the distal screw inserted in the plate started backing out, which caused discomfort. Patient is being considered for a revision procedure, however, it has not yet taken place at this time.

Event description:
It was reported a patient had an initial right total ankle arthroplasty and right fibular osteotomy and began to experience pain, swelling, limited range of motion, and heterotopic ossification of the anterior joint. The heterotopic ossification was no longer visualized on the radiographic images when evaluated approximately three and a half years (3.5) years post-implantation but did display the distal screw backing out. The patient experienced shoe irritation and stiffness and underwent the removal of lateral screws approximately five (5) years later and was placed on keflex. No additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: associated product information, part (lot): 00450004500 (0062279058n); 00450002500 (00077003657); 00450005500 (00062208574); 00493600703 (00610632695); 00493600703 (00493600703); unknown screw (unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed based upon the mmi review. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: all images demonstrate appropriate hardware positioning and a chronically healed obliquely oriented minimally displaced fracture of the distal tibia. No acute osseous fracture is detected. The most distal screw of the metallic side plate of the distal fibula appears loosened, demonstrating slight backing out. Although measurements cannot be made on the images which are not calibrated, it appears to back out approximately 2-3mm. The remainder of the hardware appears appropriately positioned without periprosthetic lucency. Surrounding soft tissues appear normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-rays showed most distal screw of the metallic side plate of the distal fibular demonstrating backing out. It appeared to have migrated approximately 2-3 mm. The remaining hardware appeared appropriately positioned without periprosthetic fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.